Event description:
It was reported that the rv coil impedance was varying between 50 and 188 ohms, and the svc coil impedance was varying between 37 and 184 ohms. A revision was planned. No patient complications have been reported as a result of this event. Additional information was received reporting there was oversensing, noise on egms, and an apparent lead fracture.

Event description:
It was reported that the rv coil impedance was varying between 50 and 188 ohms, and the svc coil impedance was varying between 37 and 184 ohms. A revision was planned. It was further reported that there was oversensing, noise, high impedance, and a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the rv coil impedance was varying between 50 and 188 ohms, and the svc coil impedance was varying between 37 and 184 ohms. A revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular nst (non-sustained tachycardia) < 210 ms, five episodes detected in save to disk (B)(4) in timeframe (B)(6)-2010 to (B)(6)-2010. Vf < 200 ms, one episode detected on (B)(6)-2009. Starting on (B)(6)-2009 both min and max svc and rv coil weekly impedance w-hv data show a trend of increasing variability and higher resistance peaks to a max of 464 ohms on (B)(6)-2010. Starting (B)(6)-2010 only max rv pace weekly trend abruptly varies from 1280 to 9744 ohms on (B)(6)-2010 and continues to vary until explant. Ventricular short interval count (sic < 140 ms) detected 277 times in 7 days from (B)(6)-2010 to (B)(6)-2010 and 5591 times in 91 days from (B)(6)-2010 to (B)(6)-2010.